Manufacturer narrative:
Initial reporter phone : (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that there were no errors and defects during the procedure. After the procedure, a slight decrease in blood pressure was observed, and a trace amount of pericardial effusion was confirmed by echo-monitoring. Pericardial effusion was very difficult to see because the amount was very small. A small amount of pericardial fluid was aspirated. Blood pressure was stable. Venous blood was drained. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. The physician commented that it was unknown whether the adverse event is related to the bwi product because there was no product related trouble occurred. It was also unknown why the pericardial effusion occurred. The patient¿s state was stable in the ward, fully recovered, and was discharged from the hospital as scheduled. No extended hospitalization was required. A smartablate generator was used, the serial number was unknown. Atrial septal puncture was performed by rf needle. Linear ablation was conducted for pulmonary vein isolation (pvi) and cavotricuspid isthmus (cti) in (afib) procedure. There was no evidence of steam pop. Irrigation catheter¿s flow rate setting: standard settings of 8ml/min for stsf up to 30 w and 15ml/min for 31 w or more. No error message was observed. Force visualization features used were real time graph; dashboard; vector. Fot was used. Tag index was used. No product will be returned. There were no abnormalities observed prior to and during use of the product.

Manufacturer narrative:
Additional information was received on 6-mar-2023. It was reported that in terms of relevant tests/laboratory data, there was nothing in particular. There was no relevant medical history for this event. Pericardial effusion was confirmed after the ablation procedure completed. An irrigated catheter was used in the event and the flow setting was up to 30w: 8ml/min, over 31w: 15ml/min. Thermocool sf catheter setting was selected on the generator. The pump flow setting was normally controlled by the generator. Parameters for stability for the visitag module used was 5mm, 3sec, 3g, 25% tag size: 2. The physician¿s name was provided. Therefore, the e. Initial reporter section has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).